Manufacturer narrative:
(B)(4)

Event description:
It was reported via service rep "reported purge failure problem pump switch out to solve. Teleflex clinical support was not contacted". No additional information reguarding this event is available from the customer.

Manufacturer narrative:
(B)(4). The reported complaint of "purge failure" alarm is not able to be confirmed. No part or recorder strip was returned to teleflex chelmsford for investigation. According to the field service report, the field service representative checked the pump and could not duplicate the issue. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported via service rep "reported purge failure problem pump switch out to solve. Teleflex clinical support was not contacted". No additional information reguarding this event is available from the customer.